Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The received scaled drill was visually inspected; we can see that the breakage happened at the proximal end of the drill. The breakage surface indicates a brittle fracture. The nature of the breakage of the drill indicates towards application of bending overload during drilling we can also see slight deformation along the cutting flutes furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was user-related as the breakage was caused by excessive bending and axial overload. If more information is provided, the case will be reassessed.

Event description:
As reported: "drilling was performed using the usual technique. Image check before screw insertion revealed that the drill tip remained in the body. The broken drill tip was safely removed and the surgery was completed successfully.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "drilling was performed using the usual technique. Image check before screw insertion revealed that the drill tip remained in the body. The broken drill tip was safely removed and the surgery was completed successfully."